Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission with a dislodged right atrial lead. The patient was brought in for lead revision surgery. The lead was repositioned successfully, and the patient was in stable condition following the procedure.